Manufacturer narrative:
(B)(6) called medivators to report two potential chemical colitis cases due to exposure to medivators rapicide gluteraldehyde high level disinfectant. The director reported the cause of the exposure was due to the water not being turned on to their automated endoscope reprocessor in the morning the technician responsible for machine calibration, therefore two procedures were done using improperly rinsed endoscopes. This facility director spoke with medivators vp of quality who consulted a clinical specialist about appropriate treatment to the affected patients. There were multiple attempts in contacting the director again for more details confirming these chemical colitis cases. After speaking with two members of the endoscope cleaning room staff, it was determined that the facilities automated endoscope reprocessor machines seem to be operating according to specifications. No additional reports of failure have been received by medivators system. Limited information concerning patient status of potential chemical colitis is available. If more information is received by medivators, this complaint will be re-evaluated.

Event description:
Endoscopes not rinsed properly causing patient exposure to rapicide glutaraldehyde high level disinfectant.